Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Per (B)(4) aer database: it was reported that the patient circuit detached from the unit which would cause a loss of ventilation. No patient injury reported.

Manufacturer narrative:
Customer declined to provide further details. No repair information "available".